Event description:
It was reported that the patient developed an infection. The system was explanted successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.